Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. The patient was going low and passed out. The patient's husband found the patient on the floor and the continuous glucose monitor (cgm) was alerting of a low. Patient's husband called the patient's daughter and the daughter called the paramedics. At that time, the cgm was alerting low at 55mg/dl. When the paramedics tested the patient's blood glucose (bg) it was at 40mg/dl. The paramedics gave the patient a shot of glucagon and transported her to hospital, where the she spent the night. While in the hospital, the patient was treated to control her bg levels. At the time of contact, the patient was doing well. No additional event or patient information was provided.